Event description:
It was reported that there left ventricular (lv) lead impedance warning triggered for low impedance. The lead remains in use. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d204trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012. (B)(4).